Event description:
An initial event notification was received by united therapeutics drug safety on 06-oct-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 07-oct-2025. It was reported that the patient had difficulty with the remunity pump and subcutaneous site placement. The patient presented to the emergency room after being off infusion for approximately one hour due to unresolved occlusion alarms on the remunity pump, despite having a functional backup remunity pump. The patient refused a subcutaneous site change and was ultimately admitted to the hospital for intravenous remodulin therapy. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.